Event description:
At 1000, nurse initiated nitroglycerin drip via b-braun infusion pump. The pump was set to infuse 10mcg/hr (3cc/hr). At approximately 1100 (one hr later), it was noted that the entire bottle of nitroglycerin was gone (250cc). The pt suffered no consequence of this event.